Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a fold crease, yellow and brown particles, and wear abrasion. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a smooth crease opening on the anterior and a striated opening on the anterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a smooth crease opening on the anterior due to a fold flaw opening, and a striated edge opening on the anterior due to surgical damage.

Event description:
Device has been explanted.